Manufacturer narrative:
Investigation revealed that there was no system malfunction. No case logs were provided, so no formal investigation could be performed. The verification of instruments can be affected by non-device related factors such as passive spheres, verification technique, or lighting, or damage to the array. The end effector is verified by inserting a metallic instrument to activate a detector circuit embedded within the sensing ring. This sensor detects metal in the end effector in order to halt movement of the arm while an instrument is inserted. Therefore, if the sensor malfunctions, it can also affect end effector verification. It is recommended to have the arm positioned in a way where the end effector is easily visible to the camera with the tube of the end effector facing the floor. Positioning of the arm can be achieved using the control panel buttons. Ultimately, usage of excelsius gps was aborted to finish the case, and no adverse effect to the patient was reported. A globus medical field service engineer was sent out under a work order, and repaired the palm assembly on the excelsius gps to resolve the issue. The system was left fully functional and performing as designed. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error. This event occurred in italy.